Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer's glucose reading was 403 mg/dl, they received intravenous fluids and insulin injections under hospital supervision. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.